Event description:
It was reported that the attachment device "got very hot while in use." How and when the device was discovered was unknown to the reporter. The reporter confirmed that there was no patient harm, adverse outcome or alleged injury. The reporter was unable to provide a health care contact and had no further information available. All available information has been disclosed. If any additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual attachment device was received and evaluated. Reliability engineering completed an evaluation of the device and the findings revealed that this event was due to usage wear over time. During the evaluation the angle attachment failed the temperature acceptance test in the elbow and base of attachment. The reported condition was confirmed. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).